Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcb). (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had a blank display. The ventilator was not in use on a pt at the time the malfunction occurred.